Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine removed too much ultrafiltration (uf) during a patient's hd treatment. The patient completed treatment on the device without any serious injury or medical intervention required. Upon follow up, the bmt said that the machine was determined to be working properly. The machine was returned to service without any repairs or adjustments. The machine has not experienced any issues since being returned to service. No sample is available.multiple attempts have been made to contact the clinician to obtain additional information related to the reported event. At this time, no additional information has been provided.